Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a death occurred following a vessel perforation. The lesion being treated was located in the diagonal branch of the left anterior descending artery. The patient was reported as having "nasty, calcified" disease. Following predilation with a 2.5 x 15mm maverick 2 balloon, ultrasound was performed. Another manufacturer's 2.5 x 28mm drug eluting stent was then deployed at 13atms. The 3.0 x 15mm quantum maverick balloon was used for post-dilation of the proximal segment of the stent with one inflation at 12 atms and two at 20 atms. The perforation occurred during the third inflation, and the patient's condition deteriorated rapidly. The patient "crashed" and cardiopulmonary resuscitation was performed, and the chest was opened to do cardiac massage; however attempts to revive the patient were unsuccessful. The cause of death was related to the perforation.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the history of potential batches, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.